Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received intact. Visual inspection revealed no cosmetic defects on lens or haptics. Residues of viscoelastic (ovd) were observed on the leading haptic and lens edge. Also loose particle were observed on the lens optic body, which is compatible with the handling of the lens out of a sterile environment. Sample was observed with the characteristic of multifocal lens as rings were observed across the optic body. No further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that when intraocular lens (iol) was inserted into the eye, lens was unstable and had to be removed. Vitrectomy was performed and a replacement 3-piece lens was placed instead. Replacement lens model was not provided. Additionally, it was noted that patient had weak zonules and the lens was falling back. No incision enlargement was performed. No patient complications were reported. Patient was seen for 1-day post-operative examination with a visual outcome of 20/60. Patient was seen again on (B)(6) 2014 for post-operative examination with a visual outcome of 20/20, uncorrected vision. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information has been provided to the manufacturer. Placeholder.

Manufacturer narrative:
In the initial MDR, the date received by manufacturer states 06/27/2014; however, the correct date is 07/01/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.